Event description:
It was reported the lead was not locking into the ¿fixer.¿ when placing the lead into the fixer, the lead would not pass through the metal part that locked the lead. When trying to pass the lead through the fixer, the healthcare professional (hcp) noticed resistance and requested another lead. The same issue occurred with the second lead. A silicon fixer was used, the hcp did not like that and there was a risk of displacement event though the hcp used a suture to fix the lead. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Event description:
Additional information received reported the leads were implanted. The leads were fixed with silicon anchors that did not secure the lead according to the healthcare professional (hcp). The hcp preferred to use rigid fixation that secures the lead better. The patient was fine and they were receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 3777-75, serial# va0p3ze003, product type: lead. Product ID: 3777-75, serial# va0p3ze005, product type: lead. (B)(4).